Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("I had same pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("I had same pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had same pain/pain/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("keep gaining weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. The reporter commented: I have had essure for 4 1/2 years. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was identified as duplicate to current case (B)(4). All information was transferred from deletion case (B)(4) to the retaining case (B)(4) including, reference numbers, source documents and reporters. Event pain from deletion cases (B)(4) was clubbed with pelvic pain in the current case. Legacy device report number of this case is: (B)(4). Legacy device report number of deletion case is (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had same pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("keep gaining weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. The reporter commented: I have had essure for 4 1/2 years. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: social media received- event keep gaining weight was added. New reporter's were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had same pain/pain/pain') and menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), breast pain ("stabbing pain in breast") and allergy to metals ("nickel allergy") and was found to have weight increased ("keep gaining weight"). The patient was treated with surgery (hysterectomy and ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, weight increased, breast pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, breast pain, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: I have had essure for 4 1/2 years. The following information was received from social media nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- nickel allergy. Reporter information were added. On 23-mar-2020: social media received. Event added- heavy periods reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had same pain/pain/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and breast pain ("stabbing pain in breast") and was found to have weight increased ("keep gaining weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, weight increased and breast pain outcome was unknown. The reporter considered breast pain, pelvic pain and weight increased to be related to essure. The reporter commented: I have had essure for 4 1/2 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events added: stabbing breast pain. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had same pain/pain/pain') and menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), breast pain ("stabbing pain in breast"), allergy to metals ("nickel allergy"), restless legs syndrome ("restless leg"), dyshidrotic eczema ("dishidrotic eczema") and pruritus ("itchy") and was found to have weight increased ("keep gaining weight"). The patient was treated with surgery (hysterectomy and ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, weight increased, breast pain, allergy to metals, restless legs syndrome, dyshidrotic eczema and pruritus outcome was unknown. The reporter considered allergy to metals, breast pain, dyshidrotic eczema, menorrhagia, pelvic pain, pruritus, restless legs syndrome and weight increased to be related to essure. The reporter commented: I have had essure for 4 1/2 years. The following information was received from social media nickel allergy. Concerning the injuries reported in this case, the following one was described in patient¿s social media: restless legs syndrome , eczema and pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Evens added: restless leg, dishidrotic eczema and itchy. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.